Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and their implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: it was further reported that the infection experienced by the patient was not connected to their ipg system and therefore the submission of the initial medical device report for this lead was not warranted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infection experienced by the patient was not connected to their ipg system.